Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: during investigation, review of the black box showed data from the reported date was overwritten. Current black box data showed multiple loss of prime warnings with low non-zero force. The pump was exercised for 24 hours and a loss of prime was not duplicated. Force calibration testing was passed within specifications. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad. The cartridge was returned with the pump, and no defects were found.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging there was a loss of prime. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.